Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier locked closed on the vessel. The device was manually removed from the vessel. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4) = malformed clip,orange indicator over traveled,short feed the analysis results of the el5ml found that it was received partially cycled, the firing sequence was completed and one conforming clip was released. Due a short feed incident a clip with gap was formed; a possible cause for this condition may be excessive friction between feed bar and shaft during clip feeding resulting in short feed. In addition, the device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. A possible cause of this failure is attributed to molding of the orange indicator or it was misassembled during the manufacturing process. Although, no opening issues were noted during testing, a corrective action has been initiated. The batch record was reviewed and no anomalies were noted during the manufacturing process.